Manufacturer narrative:
Sequencing results interpretation: the sample is homozygous at c.48g>c as well as homozygous for the c-linked intronic marker which would be consistent with a c-c+ individual 1,2. However, after repeated attempts, exon 2 of the rhce gene was not able to be amplified, impeding the ability to make a definitive c/c determination. All exons for rhce were sequenced, no other polymorphisms were detected that would explain the c+ serological result. Sequencing could not confirm the precise type hea beadchip heah0225_g3 and heah2128_a2 results or the serological results. The most likely cause is a deletion, hybrid or polymorphic event affecting exon 2 of rhce. Hybrids, deletions and polymorphisms affecting expression are limitations of the precise type hea beadchip test. [(B)(4)].

Event description:
The customer reported a possible discrepancy. The donor is c- using the bioarray hea molecular beadchip kit; serology results were c+.